Manufacturer narrative:
Updated patient info. Updated event description. Updated conclusion code 1.

Event description:
The following was reported to gore: on (B)(6) 2018 the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg component was implanted and it was stated that after the deployment was performed the proximal end of the contralateral gate appeared constrained and would not allow passage of a guidewire. The distal end of the contralateral gate was reported to be open. According to the physician, the proximal end of the gate appeared ¿twisted or collapsed¿. It was reported there were no anatomical restrictions that caused or contributed to the device remaining partially constrained and the exact cause of the constrained or ¿twisted or collapsed¿ gate is reportedly unknown. Several attempts to access the contralateral gate were reportedly unsuccessful. It was reported that no blood flow was seen going through the contralateral gate creating an unintentional aorto-uni-iliac (aui) device. It was further reported that a femoral-femoral bypass was performed. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018 the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprosthesis. It was stated that it was not possible to cannulate the contralateral gate of the trunk-ipsilateral leg endoprosthesis, because it appeared collapsed or twisted. It was necessary to convert the patient to an aorto-uni-iliac procedure and to perform a fem-fem bypass.